Event description:
It was reported that pump displayed malfunction code 24 with fault ID 0x2219, with no other notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump and planned to rely on alternate method if needed.